Manufacturer narrative:
A field service engineer (fse) performed investigation on the system and determined that the handlebar assembly needed to be replaced. The component was replaced and the system was confirmed to be working with no other issues. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The handlebar assembly was analyzed and error 26007 was found in system logs. The unit passed the handlebar test and the deadman switch tests. Rebooted the system in normal mode to perform the back drive and the unit passed. As a precaution, the circuit board was replaced. The complaint was confirmed by failure analysis. The probable root cause of error 26007 is attributed to an electrical/ fiberoptic defect on the eeprom circuit board. The board was replaced to resolve the issue.

Event description:
It was reported that during a training/demo of the da vinci system, error 26007 occurred when the patient side cart (psc) handlebar was touched. The error was cleared by pressing the recover fault button, but the error occurred again if the handlebar was touched again. The technical support engineer (tse) suggest that a hard power cycle be performed, but the error still occurred following the reboot. There was no patient involved.